Event description:
The pump and catheter were returned to the manufacturer from a funeral home. The devices were removed prior to cremation and returned for proper disposal. The pt's cause of death and the relationship of the pt's death to the implanted devices was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent, when the analysis is complete.